Manufacturer narrative:
Device label codes: 1701, 1738, 1043. Evaluation summary: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
On 10/18/96, datascope was notified that there were no further complications from the event and the patient is recovering slowly. Event complications: <patient's blood pressure drop'd -rpt'd 9/25; none rpt'd 10/18/96> patient's current status: <recovering - rpt'd 10/18/96>